Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. During femoral access, the physician placed the versacross wire through a non-boston scientific cook needle into the femoral vein. The wire would not advance and when retracting the wire back through the needle it was noted that the coating of the wire near the pigtail was damaged from the needle. The wire was replaced with a wire from another kit. The procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. During femoral access, the physician placed the versacross wire through a non-boston scientific cook needle into the femoral vein. The wire would not advance and when retracting the wire back through the needle it was noted that the coating of the wire near the pigtail was damaged from the needle. The wire was replaced with a wire from another kit. The procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its ptfe coating skived near the distal tip. An insulation damage was noted on the rf wire. The returned device met its design specification for the distal and proximal outer diameters. It was confirmed that the rf wire was inserted through metal needle, which led to insulation damage. Therefore, the cause code "failure to follow instruction" was selected. The reported allegation has been confirmed. A label review of IFU includes the warning 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.' Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.